Event description:
Case 2: an (B)(6) woman with a history of atrial fibrillation and chronic heart failure developed hydrocephalus 4 weeks after removal of cerebellar hemorrhage. She underwent vp shunt placement through a right frontal burrhole. Hemostasis was required to stop intraoperative bleeding from the cortical vein. Head CT performed shortly after the operation showed no hematoma along the shunt tube. She suddenly developed consciousness disturbance and left-sided hemiparesis on the 2nd postoperative day. CT demonstrated a 4.7 x 2.8 cm intraparenchymal hemorrhage. Postoperative t2- weighted gradient-echo imaging disclosed no evident microbleeds and other mr imaging showed no remarkable organic lesion around the hematoma.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).